Manufacturer narrative:
This MDR is not a duplicate of MFR. Report #:1218950-2015-03620. The customer evaluated and replaced the battery to resolve the issue.

Event description:
The customer reported having issues with the batteries. There is no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:1218950-2015-03620 was submitted.

Event description:
The customer reported having issues with the batteries. There is no reported adverse patient impact.